Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv). This had occurred during drain 4 of 4, while the hp was connected. The hp drained 3221 ml and the hp's fill volume had been 2000 ml. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, nor rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.